Event description:
Caller states patient tested 4.9 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.